Event description:
The placement of the contralateral iliac leg graft resulted in a noted kinking of the graft at the material between the z-stents. Another MFR's stent was deployed inside the iliac leg graft in order to increase the radial force within the graft and ensure future patency of the graft and vessel. No endoleaks were viewed during the final angiogram. Patency of the limb looked good.